Event description:
It was reported that during a colostomy closure procedure, the device was fired to create the anastomosis. The tech squeezed the device and it felt like it did not fire then it was squeezed again. It was noticed after opening the device that the staples did not form at all and they came out straight. It was also noticed that the anvil came off the trocar. The surgeon hand sewed the anastomosis. There was no adverse consequence to the pt reported.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.